Event description:
A home pt contacted baxter's technical svc ctr for assistance during set-up. Per initial report, a supply bag became disconnected from the supply line of the homechoice set for an unk reason. Baxter's technical svc ctr assisted the home pt in ending therapy early. No pt injury or medical intervention was indicated at the time of the initial report.